Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09278. It was reported that the rotawire fractured and became stuck in the burr catheter. The target lesion was located in the right leg. A 2.50mm peripheral rotalink® plus and a peripheral rotawire¿ were selected for use. During procedure, it was noted that the rotawire broke off and became stuck in the burr catheter. Snaring was done to successfully remove the rotawire and everything was pulled out from the patient's body and the procedure was completed. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was returned in a bio-hazard plastic bag with the related rotablator rotalink plus device. The rotawire was received in three pieces. Two pieces were inside a clear plastic bag inside the biohazard bag and the third piece was inside the rotablator rotalink plus device. The rotawire was able to be removed from the related device with no issues or resistance. The first section measures 225.7 cm from the proximal end, the second one measures 12.5 cm and the third section measures 80.2 cm from the distal tip. In addition, the distal tip and the body has kinked sections. Overall length could not be performed due to device condition. The outer diameters of the distal tip, middle of the device and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09278. It was reported that the rotawire fractured and became stuck in the burr catheter. The target lesion was located in the right leg. A 2.50mm peripheral rotalink® plus and a peripheral rotawire¿ were selected for use. During procedure, it was noted that the rotawire broke off and became stuck in the burr catheter. Snaring was done to successfully remove the rotawire and everything was pulled out from the patient's body and the procedure was completed. There were no patient complications reported and the patient's condition was fine.